Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working properly and she had to go to the hospital due to low blood glucose of 38 mg/dl. Customer is not aware how the low occurred. Customer stated he tried to edit and it didn't allow her to, like the event with the language. Customer current blood glucose was 332 mg/dl. Troubleshooting was performed and customer stated she had gone to bed and her blood glucose was 136 mg/dl about one in the morning the ambulance was called and was admitted with low blood glucose of 38 mg/dl. Troubleshooting was attempted but was unable to be completed as the device had the block feature on it and customer was unable to get out of it. Customer declined further troubleshooting. Customer was advised to discontinue use of the device and revert to back up plan. The customer is returning the device for analysis.